Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:it was reported that during a left elbow fracture procedure, the surgeon had difficulty inserting a 1.5mm cortex screw utilizing a stardrive screwdriver shaft with holding sleeve t4 66mm (03.114.009 lot 3606055 mfg 11/2010). A backup instrument was available and the procedure was completed successfully with no noted surgical delay or medical intervention. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be twisted. The failure mode is consistent with the application of excessive torque. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This investigation summary is approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Unspecified damage noted during the post-operative device inspection. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: lot number 3606055 indicates component (B)(4), which is part of the complete part, as described in the complaint. Manufacturing location: (B)(4) - manufacturing date: november 25, 2010; no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left elbow fracture and underwent an operation on (B)(6) 2015. While inserting a 1.5mm cortex screw with a stardrive screwdriver shaft, the surgeon struggled to get the screw into the bone. The procedure was completed successfully with a back-up screwdriver. No time delay or additional intervention was noted. During the post-operative instrument evaluation the following day, screwdriver damage was observed. The patient¿s status was reported to be ¿perfect.¿ this report is 1 of 1 for (B)(4).